Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the screw has been broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.